Manufacturer narrative:
(B)(4). Batch #u5d77g. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position and the override lever was up. Which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, however, did not achieve and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above the firing switch actuator. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch was manually pressed down. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap sleeve gastrectomy, on the third firing with gst60g, the stapler deployed all staples and completed the cut line, but the knife blade stopped after only returning about 1/3 of the way back. Surgeon tried knife blade reverse button, but it did not function. Surgeon opened manual return to complete the return of the knife blade. Staple line was complete with no issues and the surgeon opened a new stapler to complete the procedure. The case was delayed by fifteen minutes. There were no patient consequences.